Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic due to an alert. Device interrogation indicated out of range rv impedances, in addition to loss of sensing and capture. X-ray images did not reveal any anomalies. Subsequently, surgical intervention was undertaken during which the lead was explanted and replaced. Electrical measurements following surgery were stable. No patient symptoms were reported.